Event description:
It was reported that prior to a procedure using the firstpass needle and capture kit, the capture on the firstpass handle would not work properly and the suture was not catching off the needle. The procedure was completed using competitor's product. There were no significant delays or pt complications reported as a result of the event.